Event description:
The patient underwent a follow-up exam according to the "important follow-up recommendation". After manual reformation, the device could not be queried any longer. The patient felt heat and was in pain.